Event description:
Clinical study. It was reported that after a drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery.

Event description:
It was further reported the pt was enrolled in the program 2004. Target lesion 1 was identified in diag2 with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. There were no reported complications and the pt was discharged the next day on aspirin and plavix. The pt was readmitted with unstable angina 5 mos later. Per discharge summary, troponins and mb studies were negative and EKG showed no acute changes. Cardiac cahteterization revealed; lmca - no significant disease, lad (target vessel) - hazy 60-70% proximal lesion; diag1 mild disease; diag2, widely patent with no significant restenosis; 60% 'napkin ring' stenosis in mid lad, lcx - mid disease, rca - normal. The lesion in the proximal lad was treated with placement of a 3.5 x 12 mm taxus stent. There was no residual stenosis. The lesion in the mid lad was evaluated with radi-wire and flows were good enough to forego treatment at this time. The pt was discharged the next day. Causality: relationship to taxus stent: not related.

Event description:
Supplement 002 was incorrectly filed under this MFR #. Please disregard supplement 002.